Manufacturer narrative:
Tracking number: (B)(4). Device has been received but evaluation not yet begun. A supplemental report will be sent upon completion of investigation. Correction to previously submitted reports regarding a manually created gap in the sequence number of follow up supplemental reports. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Tracking number: (B)(4). Device has been received but evaluation not yet begun. A supplemental report will be sent upon completion of investigation.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a rectal resection procedure, the first reload was fired but the reset button could not be pulled back. The jaws of the reload could not be opened. The surgeon had to pull out the stapler together with the trocar by force. The staples which did not form properly fell off from the reload. Another reload was used to complete the procedure. After the procedure, a leak was reported and the patient underwent a second operation on the second day. No other known adverse events were reported. Additional information was requested from the reporter; should we receive additional information, a supplemental will be filed.